Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an air gap in the tubing. There was no impact to the customer's blood glucose level. Tandem technical support educated the customer on how to remove the air gap.